Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition was not confirmed. In addition, the device had damaged bearings and failed the vibration test. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was experiencing heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.